Event description:
A customer contacted a baxter technical service rep (tsr) regarding a system error 2240 alarm (B) (4) that appeared on the display of the home pt's home choice machine during drain 1/4 of their automated peritoneal dialysis therapy. The contact stated that it looks like the leak is at the connection between the pt line connection on the cassette and the pt line extension lot# h0712304 cassette h07k08087. The connection is tight; the home pt (hp) will save the set up for retrieval. The hp cycled power to clear errors 2240 and 2367 and disconnected using aseptic technique. The tsr advised the hp to contact the peritoneal dialysis nurse as indicated at the time of the initial report. A MDR will be submitted due to the cut/slice/hole, that was found in the extension set during eval.

Manufacturer narrative:
(B) (4). During eval a leak was discovered on the tubing. It was a slice that measured 1/4" and can be seen in the photo (B) (4). Functional inspection was performed per 200304013, section 8 for the cassette. No defects were found during the therapy run. The alarming per this complaint (B) (4) must have happened as a result of the slice in the extension tubing. The extension set could not be used during the functional inspection because of the leaking. The 2240 alarm could not be confirmed with the cassette.